Manufacturer narrative:
Average age, majority gender, date of publication two-year clinical outcomes of zotarolimus- and everolimus-eluting durable-polymer-coated stents versus biolimus-eluting biodegradable-polymer-coated stent in patients with acute myocardial infarction with dyslipidemia after percutaneous coronary intervention: data from the kamir https://doi.org/10.1007/s00380-018-1251-0. If information is provided in the future, a supplemental report will be issued.

Event description:
This journal investigates the 2-year clinical outcomes among durable-polymer (dp)-coated stents (zotarolimus eluting (zes) and evero limus eluting (ees)) and biodegradable-polymer (bp)-coated biolimus-eluting stent (bes) in dyslipidemic ami patients after pci. 2403 enrolled patients were divided into zes (n = 953), ees (n = 1145) or bes (n = 305) group. Resolute integrity drug eluting stents were implanted in the zes group. Clinical outcomes reported were death , myocardial infarction, revascularization (tlr, tvr) and stent thrombosis.